Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose (bg) level was impacted; however, a specific bg value was unable to be provided. The customer changed supplies and delivered a bolus via the pump to address impacted bg level.